Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was at school and was trying to give a bolus and received a no delivery alarm. Customer's father does not trust the insulin pump and wanted it replaced. Troubleshoot was declined.